Event description:
One endeavor sprint was implanted in the rca during the index procedure. It was reported that the patient suffered a stroke approximately 24 months post index procedure. Patient was treated with medication. Patient recovered. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cva/stroke).